Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf device code a050502 captures the reportable event of device misfired. With all the available information, bsc concludes that the reported device misfire was defined in the risk documentation. The device was not returned for evaluation, therefore a technical analysis could not be performed. The lot number for the reported capio slim device was not provided. A ship history review was performed and identified three potential lot numbers shipped to this customer. The review identified lots 37803592, 37126462 and 37002410 as potential capio slim lot numbers that were likely present at the facility. A DHR review for each of the lot numbers confirmed that the devices met all material, assembly, and performance specifications. A review was completed and confirmed that the events of device misfired were defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation, as the manufacturing review did not identify any process-related device malfunction and insufficient objective evidence was available to establish the most probable cause of the reported event.

Event description:
It was reported that a capio slim device was used during a prolapse procedure performed on (B)(6) 2026. During procedure, the device misfired. The procedure was completed with another same device. There were no patient complications reported.